Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system. Customer tested a patient sample for accutni and obtained a result of ">98.00ng/ml" and a subsequent result of 0.02ng/ml. The sample was re-tested on a different instrument upon which it gave a result of 0.04ng/ml. A sample obtained from another patient when tested gave an accutni result of 35.41ng/ml and a subsequent result of 0.02ng/ml. The erroneous results were not reported outside of the laboratory. There was no effect to patient or user with regard to this event.

Manufacturer narrative:
Sample are collected in plastic bd lihep tubes with a gel separator and are run from the primary tubes. Samples appeared normal. Qc is run once per shift and was within established ranges prior to and after the event. System check run in 2009 and passed within instrument specifications. A field service engineer (fse) went on-site fifteen days later: (a) fse cleaned out the wash wheel and replaced the wash nozzle and waste filter. (B) fse then ran a special clean, routine system check, qc, precision run and carryover testing which all passed within instrument specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.